Event description:
The user (a primary care paramedic) was conducting an assessment of a pt when the user injured himself by extending the earpieces of the stethoscope with one hand and allowing them to snap closed on his ears. The user had not realized that one of the eartips was not present on the tube, and therefore the steel ear tube projected into his ear canal. The user reported severe pain including nausea and vertigo, in addition to bleeding, as a result of the incident. The user was examined by a resident ent physician at the hosp, and it was discovered that the tubing had made it around the anatomical bend in the ear canal, creating a large laceration into the canal, but not injuring the tympanic membrane. The user experienced bleeding for up to 3 days, affecting his hearing. The resulting blood clots were suctioned off. The user was examined by his family physician in 2005 and it was then confirmed that there was no damage to the tympanic membrane. Although a few small clots remained, the user had no permanent damage or impairment.